Event description:
New information noted that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, post-paced t-wave oversensing episodes re-occurred. Programming changes were made during the device check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing noted due to post-paced t-wave oversensing. Programming changes were discussed.

Event description:
New information noted that previously recommended programming changes were not made. No further programming changes are expected to be made and the asymptomatic patient would continue to be monitored.